Event description:
The customer reported that following an interventional catheterization procedure in 2004, a vasoseal elite was deployed. The deployment was uneventful. Five minutes of manual hold were applied to the site due to capillary oozing. The pt was transferred to the holding area and the pt and puncture site remained unchanged. Approximately two hours post procedure the pt's blood pressure dropped. Fluids were given and the pt's blood pressure rose. The puncture site remained unchanged. The pt was oozing from other orifices which was most likely due to use of anticoagulants. A CT scan was performed which revealed a retroperitoneal bleed. No transfusion or surgical intervention was required. The pt was stable and no further complications were reported.